Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The current blood glucose reading is 74 mg/dl. The drive support cap is sticking out. Advised customer the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk.